Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 to (B)(6) 2023. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm), and the customer experienced a low blood glucose (bg) level of 47 mg/dl. The cause of low bgs was unknown. The customer consumed carbohydrates to address one of the low bg events. The customer also received third party assistance from emergency medical technicians (emts), who provided glucagon nasal spray to address bg. The customer also had a seizure and had scabs from the movements caused by the seizure because of the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.